Manufacturer narrative:
The returned device was evaluated and the inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The device was received fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The device was deactivated at 940 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The device data showed no drive stalls, timeouts or alarm. However, spikes were occasionally seen in the data. The device was reset & rerun. Spikes were reproduced in the rerun data. The components of drive mechanism were closely inspected and a resistance was noted while rotating the ratchet gear. Under magnification, it was observed that the tube nut was misaligned. The misalignment resulted in an interference between the tube nut and the reservoir cap. As a result of this interference, scratches were observed on the tube nut below the clutch spring closer to the reservoir cap.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.